Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/25/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please confirm if one suture broke twice or if two sutures broke during this procedure. Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The product is on transit; it was sent by fedex. Tracking number:(B)(4). The suture sent is a multi-package suture, it has several threads, the doctor broke 2 of them. There was no complication because the sueso was replaced by a new suture. I do not have the direct contact person other than the pharmacy manager who received the complaint, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a tumor resection procedure on (B)(6) 2025 and suture was used. During the right foot vascularized tumor resection procedure, the surgeon uses the suture to bind vessels and breaks twice. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One empty open folder and six sutures and one suture piece outside them were received for analysis. The samples pertain to the product code sa83t which is multistrand and requires ten strands non-needles per packet. The received sutures were inspected, and no breakage suture was observed. Even though on the suture piece the extreme was noted to be broken. The other section of the suture was not returned for analysis. A functional test was performed in a needle suture combination using instron equipment and the tensile force was above the minimum requirements. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.